Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it kinked below the hub during an attempt to torque the catheter in the aorta. There was no reported injury to the pt.